Manufacturer narrative:
Customer returned meter serial number v-g218-30152. Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of erratic readings was not duplicated during testing. The freestyle blood glucose readings reported by the customer were not found in the meter internal log.

Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 409 mg/dl and 105 mg/dl within 10 minutes. All tests were performed om the finger. The results when plotted on a parkes error grid into the "c" zoneshowing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment asociated with this event.